Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: not applicable as lens was not implanted. Section d6b: if explanted; give date: not applicable as lens was not implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made and no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was torn during insertion of the lens. Reportedly lens wasn¿t inserted into patient¿s eye. It happened during loading process there was no delay in treatment or other interventions performed. Patient was fully recovered. No further information was provided.